Event description:
Senseonics was made aware of an instance where the system asserted a false hypoglycemia alert with alledged sensor inaccuracy. User reported that the event happened on 20 july 2022 between 6:26 pm cet and 8:06 pm cet. User mentioned that the blood glucose reading was 137 mg/dl where as sensor glucose (sg) reading was "our of range low". Patient was not symptomatic, did not seek any medical attention as the blood glucose was normal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was based on the user's data available in data management system. Based on the investigation analysis, the false low sensor values were due to mismatch in the timing of the calibration entry during the initialization phase, and as a result, incorrect calibration parameters were used in the glucose calculation which consequently triggered false "out of range glucose" alerts. When the user came across the issue and contacted customer care, a transmitter reset was requested to bring the transmitter back to the initialization phase, after which the calibration parameters were correctly calculated, resulting in accurate glucose values. Once the transmitter reset was performed and all calibrations in the initialization phase were completed, the system resumed to perform normally as expected, which was confirmed by the user. The false low sensor value resulted from a known bug (B)(6) in the transmitter firmware. This was the first and only incident associated with the bug happening in the field, i.e., a remote occurrence. . The consequence of an inaccurate glucose value or a false alert (either false positive or false negative reading) is performing an unnecessary additional blood glucose test to confirm the erroneous reading, as the eversense xl cgm system is intended for adjunctive (supplemental) use. Since the system returned back to normal functioning after a transmitter reset, no further actions were found necessary for this complaint.